Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in japan since mid-january 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the japanese market on 15-apr-2015 and surgeons in japan were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: the customer indicated the use of an approved cartridge and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece, which is not qualified for the cartridge combination used. The product investigation could not identify a root cause. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor iq and restor toric iols in japan. The manufacturing investigation pointed to the difference in manufacturing processes for the japanese market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the japanese market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the japanese market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the japan market. A corrective and preventive action has been instituted; the investigation is ongoing. Based on continued trending of all acrysof models the acrysof iq toric sn6at6, sn6at7, sn6at8 and sn6at9 intraocular lenses (iols) for the japan market were added to the voluntary recall (29-sep-2015). (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient also developed anterior chamber cells and anterior chamber flare on the fourth postoperative day. The surgeon's clinical judgment was that the event was non-infectious. The bacterial testing results were negative. The symptoms were different from typical intraocular inflammation.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis. On the third postoperative day, the patient experienced foggy decreased vision and inflammation was confirmed in the anterior chamber. Fibrin was detected around the implanted iol. Minor hypopyon was also detected. A powdery substance was observed on the patient's lens capsule during the anterior chamber irrigation. There was no conjunctival hyperemia or eye pain. An anterior chamber irrigation and intravitreal antibiotic injections were performed as treatment. The following month, the patient was prescribed an antibacterial, non-steroidal anti-inflammatory and a steroid medication. The next month there was improvement in the cloudiness of the vitreous humor and anterior chamber inflammation. Approximately three months after the surgery , the inflammation was mostly resolved. The vision had recovered and the steroid medication was switched to a different steroid medication. Three months later, the anterior chamber inflammation had resolved. The lens remains implanted. There was no indication that a bacterium inspection was performed. Additional information has been requested.